Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a plexitron solution administration set. This issue was further described as, ¿it was not possible to pass medication by infusion to the patient, because the solution did not flow through the macrodrip equipment, even when the faucets were open, there was no liquid passing through the equipment¿. There was also air in the tubing. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which did not identify any defect. Although the image does not reveal any blockage defects, the key regulating fluid passage is closed. This prevents fluid from passing through the set. Therefore, according to the image, the equipment does not appear to have any defect. The key's function is to regulate the flow of fluid. It can be concluded that there are no defects in the claimed equipment, and the blockage of fluid flow is due to the closed faucet. The instructions for use printed on the external peel pouch bag in point 5 indicate the opening of the tap to fill the set, which permits fluid to pass through it. Therefore, the reported condition was verified. The cause of the condition was user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.